Event description:
New information received notes the patient's right ventricular lead also exhibited oversensing before the capping procedure on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to pulse generator changeout procedure. Upon interrogation, the right ventricular lead exhibited lead noise and the physician noted the issue over the past several months. The physician capped and replaced the lead on (B)(6) 2019 during the pacemaker exchange procedure. The patient was in stable condition.